Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The 15 x 2.75mm quantum maverick mr balloon catheter was advanced to the lesion and upon inflation, ruptured prior to 20 atmospheres. The number of inflations and to what atmospheres is unk. The procedure was completed with a different device. There were no pt complications and the pt status is reported as good.

Manufacturer narrative:
(B)(4).